Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that battery door corrosion and latch lock flex sensor defective. Replaced battery door and latch lock flex sensor. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that an oobf error occurred with error code ec 44510. The event occurred during testing. No patient involvement.